Event description:
It was reported that the devices were used during an open tumor debulking, omentectomy and a total abdominal hysterectomy. It was reported by the rep that a tsw35 was fired over pedicle of uterus, laying staples but not cutting. A second tsw35 was then pulled with the same results. A third was pulled without complication. There was no consequence to the pt.